Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device melted due to heat. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the tip sleeve product reported involved in this event was returned for evaluation. The reported malfunction for a melted sleeve was confirmed on receipt of the product. The product was evaluated by product engineering who concluded that based on the observations during evaluation, the cause of the melted sleeve cannot be determined as there are no indications that the tip was faulty. Based on the tests completed, there is no evidence that either the tip or sleeve were defective which caused the sleeve to melt. The most likely cause was insufficient irrigation associated with the tubing setup or priming of the irrigation before use. All sonopet 1.0 tips generate heat during normal operation. To that end, adequate irrigation must be used with part numbers to prevent unintended thermal damage to the patient and the device. Alternatively, it is possible that a handpiece with a damaged knuckle could have increased the contact force between the tip and the sleeve. In either instance, neither can be confirmed from this investigation.

Event description:
It was reported that during a surgical procedure, it was noted that the tip of the device melted due to heat. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.